Event description:
It was reported, the pt experiences persistent pain and discomfort at the ipg site, with stimulation on or off. The physician believes the pain is due to the healing process and advises pt to use lotion at the site and ibuprofen to alleviate the pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.